Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed blisters and open sores under all the electrodes. Patient described the area as red and raw. There was no alleged device malfunction contributing to the irritation. Patient reported that a doctor advised the lifevest can be removed to give the skin a break. Later the doctor instructed the patient to end use due to the irritation. Follow up indicated that the irritation is improving.